Event description:
Night shift rn reported to clinical manager that when de-accessing needle in 2005 needle broke off from housing and remained in septum. Forceps were used to remove needle. No physical injury.